Manufacturer narrative:
(B)(4). Visual examination of the provided picture found a crack in the tasp. The device was not returned for further evaluation. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke. It was discovered after surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side of the post feature. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.